Event description:
Reportedly, an atrial lead dislodgement occurred and the lead was repositioned.

Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. As reported, atrial lead dislodgement was suspected due to patient symptoms (undesired phrenic nerve stimulation) and by checking the lead position, it was confirmed that the lead was dislodged and located near the superior vena cava. The provided x-rays were dated (B)(6) 2023 following the reintervention and did not evidence the reported lead dislodgement. The subject lead was correctly re-positioned in the right appendage during the re-intervention performed on (B)(6) 2023. Lead dislodgement likely occurred due to external factors, such as patient physiology, or physician preferred implant site, etc. Lead dislodgement is a well-known potential complication associated to such implantable devices that is discussed in the device instructions-for-use and published literature. This case is retained and utilized for trending purposes.

Event description:
Reportedly, an atrial lead dislodgement occurred and the lead was repositioned.